Event description:
It was reported that during a da vinci-assisted common bile duct exploration surgical procedure, the permanent cautery hook was observed to not be cauterizing and no energy. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have massive thermal damage at the bottom of the monopolar yaw pulley with material is burnt off from the charring. The instrument failed the electrical continuity test. Components adjacent to the yaw pulley show thermal damage. Additional related observations: the instrument was found to have a broken conductor wire at the distal end inside the monopolar yaw pulley. The instrument failed the electrical continuity test. The instrument was found to have a dislodged cautery hook at the distal end. The hook has been pulled out of the yaw pulley. The complaint was confirmed by failure analysis. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. If this instrument has thermal damage but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated.